Event description:
Additional information received reports that the patient is requesting coverage outside of their original pain pattern, therefore this record is no longer reportable.

Manufacturer narrative:
Correction b5: additional information received reports that the patient is requesting coverage outside of their original pain pattern, therefore this record is no longer reportable.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4) and batch: 3853495. Common device name: scs octrode percutaneous lead, model: 3183, UDI: (B)(4), batch: 3577043. Common device name: scs octrode percutaneous lead, model: 3183, UDI: (B)(4), batch: 3577043.

Event description:
It was reported that the patient has ineffective stimulation. The investigation was unable to determine which lead attributed to this issue. Surgical intervention may be pending to address this issue.